Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had button error alarm the night before. The day of the call, the customer received a no delivery alarm and then a motor error. The blood glucose at the time of the incident was 380 mg/dl. It was mentioned that the customer may have been laying on the insulin pump at the time of the button error alarm. The mother stated that the no delivery and motor error alarms seemed to be resolved after changing the infusion set. Troubleshooting could not be completed due to the customer not being present. The device will not be returned for analysis.